Event description:
On (B)(6) 2014, the mother of this pt with cerebral palsy called to report a skin irritation on the superior edge of the plantar flexor pad of the water based stimulation electrode. The child had been receiving electrical stimulation to improve her walking for 6 weeks prior to this event. The family brought the child to the clinic on (B)(6) 2014 and the skin showed a horizontal abrasion with small scabs were the skin had begun to heal during the previous 4 days. The pads were removed and stimulation was discontinued. The principal investigator photographed the skin abrasion to document the skin breakdown. Investigator notified the (B)(4) of this event. The (B)(4) committee determined the child should be removed from the study. The study was suspended due to a total of 4 children who developed a similar skin irritation. The skin began to heal when the pads were removed and the stimulation was discontinued. Within a 9 days, the scabs healed and returned to a healthy pink color. The skin healed and redness resolved within 6 weeks. Dates of use: (B)(6) 2013 to (B)(6) 2014. Event abated after use stopped or dose reduced: yes. (B)(6).